Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for nineteen (19) cfus of low concern organisms, four (4) cfus of bacillus megaterium, four (4) cfus of streptococcus species, eleven (11) cfus of gemella sanguinis. The distal end also tested positive for thirty-five (35) cfus of low concern organisms and one (1) cfu of an unidentified gram variable rod. The channel tested positive for eighty-one (81) cfus of low concern organisms, fifty-nine (59) cfus of rothia mucilaginosa, two (2) cfus of rothia dentocariosa, two (2) cfus of streptococcus parasanguinis, sixteen (16) cfus of corynebacterium species, and two (2) cfus of staphylococcus epidermidis. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive inspection and sampling were initiated on (B)(6) 2021. Because the jig used to remove the arm cover was deemed to be ineffective during a prior inspection, disassembly was halted until the appropriate replacement tools could be shipped from japan. Destructive inspection and sampling were resumed on (B)(6) 2021. All sixteen (16) required scope sampling points were ultimately sampled. The organisms of interest were not recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The control knob had minor play. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insultation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. There were greater than one hundred (100) colony forming units of low concern, non-gastrointestinal human origin, and environmental organisms. Two (2) sampling deviations were noted. ¿scope distal end briefly fell out of view of sterile field¿ and ¿sampler briefly grabbed light source connection with sterile glove, removed glove before sampling¿. No reprocessing procedure deviations were observed. No damage was observed during destructive inspection. Destructive sampling did not result in any growth. Site reprocessing staff member was audited on (B)(6) 2021. No reprocessing procedure deviations were observed. Inquiry revealed time between scope removal from patient and automated endoscope reprocessor (aer) cycle start time was less than one (1) hour, which indicates that manual cleaning was performed within one (1) hour of scope removal from the patient in accordance with the instructions for use (IFU). At study onset in june, the reprocessing technicians at site three (3) were initially hesitant to ready the evis exera iii duodenovideoscopes for procedures. In early july, all site three (3) reprocessing staff members were retrained on how to clean the evis exera iii duodenovideoscope. Since that additional round of training, there has been no hesitation to use/clean the scopes. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was probably contamination during sampling (sampling media, sampler, laboratory), potentially insufficient reprocessing. Corrected data: b5, e1, g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The staff performed all reprocessing steps in accordance with the reprocessing procedure checklist for the tjf-q190v endoscope. The ess also performed a reprocessing in-service, which included all cleaning, disinfection, and sterilization information contained in the olympus manual for the tjf-q190v endoscope. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for nineteen (19) cfus of high concern organisms (four (4) cfus of bacillus megaterium, four (4) cfus of streptococcus species, eleven (11) cfus of gemella sanguinis). The distal end also tested positive for thirty-five (35) cfus of low concern organisms and one (1) cfu of an unidentified gram variable rod. The channel tested positive for eighty-one (81) cfus of high concern organisms (fifty-nine (59) cfus of rothia mucilaginosa, two (2) cfus of rothia dentocariosa, two (2) cfus of streptococcus parasanguinis, sixteen (16) cfus of corynebacterium species, and two (2) cfus of staphylococcus epidermidis. No patient harm reported.